Event description:
A physician reported that, during intraocular lens (iol) implant procedure, scratch was observed on the surface of the iol optic. Iol was removed and new iol was implanted during the same procedure. Additional information was requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in h.3, h.6 and h.10. The used company cartridge was not returned for analysis. A short video was provided. The lens and cartridge preparation were not shown. The lens advancement and delivery were not shown. The video shows an implanted toric single-piece lens. A linear material or mark was observed on the posterior surface of the lens. The mark was at the 9¿oclock toward the 1 o¿clock position. An unsuccessful attempt was made to suction the area. The material removed from the returned lens was isolated and sent to the lab for testing. Microscopic examination showed a clear material approximately 2mm in length. The clear material was isolated and analyzed using microscopic fourier transform infrared spectroscopy (micro ft-ir). Comparison of the clear material¿s generated spectra to a library of spectra found the best match to be company cartridge base coat. A qualified iol and handpiece were indicated. The viscoelastic used was not provided. It is unknown if a qualified product was used. The product investigation could not identify a root cause. The company cartridge complaint product was not returned for evaluation. No determination can be made without physical evaluation of the complaint sample. We are unable to confirm if the cartridge was damaged during the lens delivery. A video was provided of the reported ¿mark¿. The mark was not observed on the returned iol. A clear linear material was observed on the edge of the lens similar to what was observed on the provided video. The material removed from the lens was isolated and sent to the lab for testing. Microscopic examination showed a clear material approximately 2mm in length. The clear material was isolated and analyzed using microscopic fourier transform infrared spectroscopy (micro ft-ir). Comparison of the clear material¿s generated spectra to a library of spectra found the best match to be company cartridge base coat. Based on these findings the reported scratch may have been coating material from the company cartridge. The IFU(instructions for use) instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The manufacturer internal reference number is: (B)(4).